Event description:
It was reported that this pacemaker exhibited oversensing of noisy signals on its right atrial (ra) and right ventricular (rv) channels which resulted in this pacemaker recording a signal artifact monitoring (sam) episode. Technical services (ts) was consulted and discussed stored data. The device was checked and it was operating normally, with no further issues noted and no signs of the previously reported noise. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.